Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient indicated that his values were 'all over the place' (no cgm or bg finger stick values were provided). He did not experience any symptoms at the time of the event; however, he went to the hospital where the healthcare personnel (hcp) was concerned and the patient was admitted overnight for assessment and monitoring of the values. He received insulin during his hospital stay. The patient did not disclose the specific details of the hcp¿s concern, and he did not remember the bg values; at what point he received the insulin; or the exact dosage or amount of insulin. He returned home the next day and was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.